Event description:
A report was received that a patient was placed on a 14-day treatment of keflex antibiotic due to an infection at his incision sites. At a routine follow-up visit with his physician, the patient's incisions were aspirated. In the thoracic wound, a purulent fluid was aspirated and the ipg wound was a bloody fluid. Upon further follow-up, the patient was taken off keflex and prescribed bacitrim antibiotic. The patient does not want to be explanted, and is reportedly doing well.